Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a combined cataract and vitrectomy surgery the valved trocar did not seal properly and the eyeball was gone in hypotonia, consequently the infusion line touched the retina resulting in a retinal tear and bleed. The surgery was delayed. Additional information has been requested but not received.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint, therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this defect mode, a mfg root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a mfg post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint does not identify a reported lot and no sample was returned for evaluation, so it could not be determined if the complaint can be attributed to the post assembly inspection.

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a mfg change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.